Event description:
It was initially reported that the patient had sleep apnea. Follow-up with the physician¿s office determined that the relationship of the sleep apnea to vns was unknown and it was unknown if the apnea was made worse by vns. All that was noted was the patient had sleep apnea.